Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the lead tip was bent. The surgeon noticed pre-implantation that the lead tip was bent, bent electrode tip. The lead was not implanted and replaced. The issue was resolved at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) confirmed that the lead tip was bent out of the box.